Event description:
The complainant has reported that, a patient (age and gender unknown), underwent a diagnostic needle aspiration. It was reported that during the procedure, the "needle would not retract [and] go back into [the] scope. The entire scope was taken out and the needle was found to be intact. They did not have to rescope the patient. There was no reported complication or ill effect sustained by the patient. No product is available for evaluation.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.